Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during a sphincterotomy procedure performed on (B)(6), 2022. During the procedure, the cutting wire of the jagtome rx 44 broke. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on (B)(6), 2022: it was reported that the wire anchor was dislodged, and no part of the cutting wire detached and fell into the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 and block h6 (device code and impact codes) have been updated based on the additional information received on december 14, 2022. Block h6 (device codes): imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which were consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened, and the wire anchor was still within the catheter. The working length was torn from the end of the rx channel to the tip. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed; however, upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It was also found that the working length was torn from the end of the rx channel to the tip. This condition is typically caused when the user pull/remove the guidewire through the c-channel, and the technique used during loading/removing the guidewire into the device. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during a sphincterotomy procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the jagtome rx 44 broke. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on december 14, 2022: it was reported that the wire anchor was dislodged, and no part of the cutting wire detached and fell into the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct during a sphincterotomy procedure performed on (B)(6) 2022. During the procedure, the cutting wire of the jagtome rx 44 broke. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.